Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 38 indicating a motor stall, and after a guided restart the alert recurred, prompting device replacement; backup therapy education was provided, and the user was instructed to shut down the device and sync data prior to return. Symptoms included hyperglycemia with cgm readings reported as high for a couple of hours and alerts for elevated glucose, without ketone testing, medical intervention, or immediate health effects. Outcomes included the need for device replacement and user education on interim therapy, with no hospitalization or professional intervention. Investigation included review of device history and alert logs, verification of charge state and restart procedure, and confirmation that data synchronization and device shutdown steps were communicated. Investigation of this device revealed a persistent motor stall consistent with a mechanical drive malfunction within the pump, leading to unresolved alarm recurrence after restart. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the pump motor/drive system.